Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial was capped and replaced due to a capture anomaly. No further information could be obtained.

Manufacturer narrative:
Pt identifier: should have been (B)(6) rather than (B)(6). Pt date of birth: should have been (B)(6)1943 rather than (B)(6) 1946. Pt gender: should have been female rather than male. Event date: should have been (B)(6) 2015 rather than (B)(6) 2014: should have been 1882tc/46, (B)(4) rather than 1882tc/52, (B)(4): mar 08, 2010 rather than may 31, 2012. Implant date: should have been (B)(6) 2010 rather than (B)(6) 2010. UDI (di) should have been (B)(4) rather than (B)(4).

Event description:
New information indicated that the procedure was completed successfully without adverse consequences to the patient. The patient would continue to be monitored with normal follow up.